Event description:
It was reported that the customer experienced high blood glucose and was going to change out the infusion set, but the insulin came out while priming. The displacement test was performed and passed. The blood glucose reading was over 600mg/dl. Advised the customer to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed was received with an alarm during the basic occlusion test and was unable to prime during the prime test as a result of a protruded/loose drive support disk. Further testing could not be performed due to the alarm. The device had scratched screen, cracked battery tube threads, and cracked reservoir tube lip.